Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The returned sample was subjected to a laboratory bubble point test. A leak was detected from the non-cavity ID end potting cut surface at approximately 20 degrees with the dialysate ports at 0 degrees. The dialyzer was then subjected to destructive disassembly for further visual examination and fiber isolation. A potted fiber fragment was identified at approximately 20°, with the dialysate ports situated at 0° of the non-cavity ID end. The fiber fragment measured approximately 2.0 inches in length. The opposing end of the fiber could not be isolated. No other damage or irregularities were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one non-conformance involving water spots near the molding reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. Treatment was immediately cancelled at this point. Blood leak test strips were used and tested positive for the presence of blood. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Upon follow up with the clinical manager, there was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with bloodlines and dialyzer. Additional information was requested, however was not provided.